Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 40495.

Event description:
It was reported that the patient had not charged their device in approximately 3 years due to life events and not being able to charge. In turn, the ipg became inoperable, and patient lost therapy. It was also reported that the patient's leads appeared staggered per the x-ray, and it was unclear if one lead migrated. Surgical intervention took place, and the physician decided to replace the leads with a paddle therefore the system was explanted and replaced to address the issue, effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.